Manufacturer narrative:
One 72203013 disposable 4.5mm incisor plus platinum blade used for treatment, was not returned for evaluation. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Factors that may affect device performance include: procedure location and tissue condition, device ability and surgical ability. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) incompatible force or torque or leverage applied. 2) insufficient irrigation or engaging the device without suction. 3) seizing of blades due to inadequate bio matter excision. 4) change of approach during use. Per instruction for use: ¿excessive ¿side-loading¿ on the blade during use does not improve cutting performance and in extreme cases may result in wear and degradation of the inner assembly. Make sure the hand piece is off while changing blade tip position. Periodic irrigation of the blade is recommended to provide adequate cooling of the blade and to prevent accumulation of excised materials in the surgical site. Ensure that suction of 128 mmhg minimum is flowing while the instrument is running. Irreversible damage to blades or burrs will result if they are run without the flow of irrigation (dry).¿ fine particulate can be created from friction during rotation which is a surface skiving issue. It is aligned with inadvertent pressure applied and/or insufficient fluid irrigation. Binding and seizing can occur due to matter; tissue, bone, or metal shaving fragments not being efficiently excised. Product met specifications upon release to distribution.

Event description:
It was reported that during the surgery the inner blade broke, all the pieces were retrieved from the patient. A backup device was used to complete the surgery. No delay or patient injury reported.